Manufacturer narrative:
The reported events were dislodgement, intermittent capture, and lead slack were not confirmed. As received, a complete lead was returned for analysis. Examination of the lead found the helix was retracted and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a device check-up. Interrogation revealed that the right ventricular lead exhibited high capture thresholds and intermittent capture. During the lead revision procedure, lead dislodgement and lack of slack was noted. The lead was removed and replaced. The patient was stable.